Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to failure to osseointegrate 5 months and 1 day after implantation. The doctor indicated that bone resorption may have caused the implant removal. The patient had no significant medical history and has been recovered without complications.